Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma. Remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 72-year-old white male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed a hematoma during impella cp support. The pump was removed due to the hematoma which required a surgical cutdown. The patient was stable following the treatment.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The root cause of the access site bleeding cannot be determined since the product was not returned and enough clinical was not provided to determine the cause of hematoma.